Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was high and out of range. A fracture was suspected. It was later reported that the device had an unexpected longevity at 3 years and 11 months to reach elective replacement indicator (eri). The rv lead and device were both removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 694765, implantable defib lead, (B)(6) 2010; 419488, implantable pacing lead, (B)(6) 2010. (B)(4).